Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had hospitalized due to hypoglycemia and the insulin pump was over delivering. Customer¿s blood glucose level was 27 mg/dl at the time of hospitalization. Customer was in emergency room as a result of low blood glucose. Customer stated that the insulin pump was over delivering because customer had lows over the last week approximately. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with intravenous glucose. Customer had basal turned off and have only treated with bolus for the last 1-2 days. Customer had stroke like symptoms and blacked out. Customer reported that the insulin pump was not worn during a medical procedure. The insulin pump will not be returned for analysis.